Event description:
It was reported that during a pyeloplasty procedure, the machine came up with error 5, instrument. They followed the instructions on the top of the machine, tightened the hand piece etc. When we tested again, the same error occurred. We then took the whole thing apart, turned the machine off, restarted, put back together, and tested again. This time, it started making a high pitch squeaking noise. We then put the test-tip onto the handle which tested fine, but again when we put the hand piece on against the same thing happened. Procedure prolonged 10 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/26/2010. Information asked for, but unknown or not provided during initial contact.